Manufacturer narrative:
Follow-up #1 date of submission 07/05/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours with no temp-basal programs activated. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using a test meter and accurately recorded in the pump history with the correct time and date. There were no hypersensitive keys observed during testing.

Event description:
On (B)(6) 2012 the reporter contacted animas to report that the pump history included a temporary basal setting that the patient did not program into the pump. The patient reported elevated blood glucose readings of 220 mg/dl to 240 mg/dl; he did not experience any symptoms of high or low blood glucose levels. The patient's blood glucose levels were not indicative of severe injury. The issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.